Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no further information available regarding this complaint. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). Submitted: (B)(4) 2012, device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be peeling at the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the down arrow keypad button had intermittent response. The up arrow button was unresponsive. The remainder of the keypad buttons had normal response. The keypad cover was removed for